Event description:
A malfunction alarm, specifically alarm 20, was reported with the pump during insulin delivery. The customer declined to answer whether their blood glucose level exceeded 500 mg/dl, so no impact was reported. The issue persisted even after attempting to load a new cartridge, and the customer was unable to resume insulin therapy. Technical support assisted the caller with a new cartridge loading, planned a pump replacement, and confirmed a backup insulin delivery method using multiple daily injections to ensure no interruption. The pump was under warranty, and arrangements were made for its return.